Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the proximal left circumflex artery. A 2.50mm x 12mm emerge balloon catheter was advanced to the lesion however, the shaft of the device was fractured approximately 30cm from the hub. The device was completely removed from the patient by pulling out the shaft. No patient complications were reported.